Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_ptm_prog, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is an essential tremor patient and turns stim off at night. Once his tremors return, he is unable to stabilize his movements enough to use the smart programmer to turn stimulation back on. The patient just had the percept placed on (B)(6) 2021. The patient was concerned about not being able to sleep if they have to keep their stimulation on all night and does not want to rely on their spouse to turn stimulation back on in the morning for them. Possible options were reviewed. A rep was going to see the patient so they can get a lower setting to change to at night rather than shutting stim off. It was also reviewed that no other existing patient programmer is compatible with the percept. The patient is wanting to go back to the activa system so they can use their old patient programmer to control therapy off/on. Additional information was received from the rep. The patient still complains of using the smart programmer in the morning even with his stimulation changes at .5ma-1ma. Actions taken included the rep instructing the patient to leave both the communicator and programmer plugged in and on next to his night stand lying flat. Rep disabled the lock screen on the phone as well as having to move the communicator proximal to the battery to shut it on/off. In addition, rep asked him to let his communicator go into sleep mode rather than shutting it off allowing for one less device and button to push in the morning. Pt is now using this new set up but still seems to be extremely disappointed with the new technology and has brought up asking the neurosurgeon to replace the percept pc with with activa pc so he can use his legacy programmer. Even with actions taken, issue has not has not resolved. Additional information was received from the manufacturer representative (rep) reporting that the patient's mind races and the therapy keeps them up at night, which is why they turn it off. The patient was still having a very hard time turning himself back on in the morning due to dexterity issues when his battery is off. He turns his battery off at night because of his disease state (et) and the ability to reserve battery. They had an appointment on 3/8. Additional information was received from a manufacturer representative (rep) reporting that during the appointment on mar-15th, the rep was able to re-educate the patient and provide some insight on best practices on how to navigate turning the therapy on and off. Ultimately, there was no solution since the patient uncontrollably touches the screen in areas they do not mean to, which takes them to a different screen, then struggles to back track, and so on and so forth. The rep stated that a different programmer without a touchscreen and bigger buttons for patients in this situation would be a huge benefit. The patient was able to use some pressure to keep his finger on the button of the patient programmer (pp) and then press to activate the button once they were ready. Unfortunately, the patient cannot do this with the touch screen. The patient has an appointment with the surgeon on (B)(6). The issue has not been resolved. Additional information was received from a manufacturer representative (rep) reporting that the patient will be having the percept ins replaced with the activa pc due to the issues using the percept handset. The patient will be provided a patient programmer (pp) for turning the inss on and off.